Event description:
It was reported that while using bd phoenix¿ ap atypical results were obtained. There is no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: " we are getting a result for enterobacteriales of ceftazidime / avibactam resistant and ceftolozane/ tazobactam resistant yet ceftazidime=sensitive. This seems highly unlikely but I can not find any literature confirming whether this can happen or should not happen."

Manufacturer narrative:
This complaint is not confirmed. This complaint is for failures due to high mic results with ceftazidime-avibactam (cza) and ceftazidime (caz) when using phoenix panel nmic-311 (449452) batch 1110129. The customer returned lab reports, however did not provide returned isolates or panels for investigation. To investigate, two retention panels from the complaint batch were tested using qc isolates of escherichia coli (a25922, enf19112, and enf 19106) for a total of six panels on a phoenix instrument and evaluated for ceftazidime-avibactam (cza) and ceftazidime (caz) mic results. During investigation, all panels tested yielded a satisfactory mic result for ceftazidime-avibactam (cza) and ceftazidime (caz), therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 2.0-2.14, indicates the potential risk of a false resistant result as an s3. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap atypical results were obtained. There is no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: "we are getting a result for enterobacteriales of ceftazidime / avibactam resistant and ceftolozane/ tazobactam resistant yet ceftazidime=sensitive. This seems highly unlikely but I can not find any literature confirming whether this can happen or should not happen."